Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The MRI technician was calling for MRI compatibility guidelines and stated that the patient¿s pump was not functioning, but they did not know any other details. Additional information was received from a healthcare provider (hcp) on 2025-08-11 and it was reported that the pump was explanted. Further information was not provided.